Manufacturer narrative:
The customer, reported that the loudspeaker (or patient intercom) was not functioning properly. The operator was unable to hear the patient at all times. The customer confirmed with the philips helpdesk (when this issue was reported) that there was no patient impact and no harm as a result of this event. The field service engineer evaluated the system and confirmed that he was unable to reproduce the issue and was unable to confirm the customer¿s allegation. The fse tested the system, opened the gantry rear cover to check connections, and restarted the gantry; no parts were replaced. The system is operational and in clinical use. Further investigation has determined this not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the loudspeaker (or patient intercom) was not functioning properly. The operator was unable to hear the patient at all times. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.